Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customers parent reported via phone call that their insulin pump alarmed low battery after replacing the battery in a timely manner. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customers parent mention they have replaced the battery 3 times now and have completed trouble shooting. Customers parents states they are calling back for the same issue, calling back within a week of troubleshooting. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board. Device was monitored and functioned properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.